Manufacturer narrative:
The insulin pump failed the leak test; leaked at the keypad overlay peeling at the edges. The insulin pump also was received with unresponsive menu button due to corroded keypad traces. No stuck button alarms were noted. The insulin pump was tested after cleaning the keypad traces. The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched display window, minor scratched case and missing the display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received stuck button alarm. The customer reported that the buttons were unresponsive and the screen went blank. The customer's blood glucose was 2.3 mmol/l at the time of incident. The customer stated that they treated the low blood glucose with glucose tablet. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.